Event description:
It was reported that after successful deployment of a bifurcated device, the physician noted that the radiopaque marker band of the introducer sheath was detached from the device. Reportedly, there was an angle just distal to the left main body limb that presented with a large deposit of calcium, which likely caused or contributed to sheath damage. As the physician was advancing the sheath up into the main body, the radiopaque marker band looked like it was partially detached. The physician tried to remove the system by bringing the entire system down and at that point the marker band detached in the left limb of the bifurcated device. It was noted under fluoro that the marker band had migrated to the internal iliac artery. The physician elected to leave the marker band in the vessel as it was unretrievable. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was returned for evaluation. Additionally, medical records and CT scan for the baseline procedure were provided for clinical assessment by a clinical representative. Based on the review of the medical records, the patient has tortuous anatomy with severe calcification in iliac arteries and within the aneurysm sac. It was confirmed that the radiopaque marker band detached and was positioned within the left hypogastric artery. Presence of aneurysm in hypogastric artery was also confirmed. Distal blood flow within hypogastric artery was confirmed to be acceptable. A sample evaluation was conducted and identified that the distal end of the outer sheath was damaged, and likely led to delamination of the inner lining resulting in detachment of the marker band. Review of the device history record did not reveal any nonconforming material records associated to this lot. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. The device instructions for use, under warnings and precautions state: catheter advancement should be performed under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. Vessel or catheter damage may occur. Care should be taken in areas of stenosis, intravascular thrombosis or in calcified and/or tortuous vessels. Based on the review of the medical records, event information and manufacturing records, the most likely cause for the reported marker band detachment appears to be related to patient anatomical conditions.